Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. Physio-control advised the customer that their device is no longer under warranty and not field-serviceable. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. The customer also reported that the device would not power on when they pressed the power button. There was no report of patient use associated with the reported event.